Manufacturer narrative:
The manufacturing and inspection records have been reviewed and no discrepancies were found. Photographs of the plate have been reviewed and x-rays requested but, not yet received. There was mention of a potential pseudoarthrosis. This device is intended to serve as an adjunct to fusion and as such, would have served its purpose by 24-months however, if fusion had not yet taken place, the construct could have been subjected to a certain amount of motion that could have contributed to the fracture. Unfortunately, no firm conclusions can be drawn regarding the root cause of the plate fracture at this time. There is also a suspicion that the patient sustained some sort of trauma however, details are still forthcoming. The plate has been sent to an independent laboratory for evaluation however, this analysis is still underway. Device evaluation is underway.

Manufacturer narrative:
A review of all applicable material, inspection, manufacturing, and distribution records according to the description of the products used with the concomitant device(s) was conducted. All records revealed that all products lots were manufactured within specifications and distributed in accordance with all operating procedures. Fracture surfaces of the plate were burnished severely, leaving no original fracture surface for analysis. A review of the complaint code trends did not reveal any contributing information as to the cause of this event. Manufacturer is not expecting additional information and considers this to be a closing report.

Event description:
Pyrenees plate broke approximately 24 months post-operatively. Patient has been revised and is suspected to have had a pseudoarthrosis.